Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('scheduled for (B)(6)) in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2008, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and cholecystectomy ("gallbladder surgery"). The patient was treated with surgery (she had gallbladder removal in 2012. And essure removed.). Essure was removed. At the time of the report, the medical device removal and cholecystectomy outcome was unknown. The reporter considered cholecystectomy and medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media :cholecystectomy, medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: content from plaintiff fact sheet: event scheduled for december 6t added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.